Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03892. The pt's significant other reported the pt's charging system gets hot while charging; however, the heat is not painful. It was also reported the pr declined the charger swap as she would like her scs system explanted. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.